Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that the patient's right ventricular (rv) threshold measurements had increased one day post implant. The physician was going to replace the rv lead sand asked the field representative for a new rv lead, but he then decided to use the stylet and reposition the original rv lead into a spot where a threshold of 0.4v at .5ms was obtained. The original rv lead still remains in service.